Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73l1400135 was confirmed with samples received, during visual inspection the components looked well assembled; in good conditions, however trigger component is pre-activated, a jaw has residues embedded, not stuck clip in jaws. Functional inspection: applier was activated for full activation cycle and no clip was released. From the sample received it was observed the defect reported by the customer "stuck in stapler" during functional testing (the first 5 activations), the root cause for this issue is considered unknown since the jaw has residue embedded. After removing the residue of the applier; clips were released properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the first two clips fired from the device correctly but the third clip would not lock due to too much tissue behind the duct. In the attempt to apply clips to the cystic artery, the clip would come out in the folded form, never opening. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73l1400135 investigation did not show issues related to the complaint. The device sample has been returned to the manufacturer for investigation but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the first two clips fired from the device correctly but the third clip would not lock due to too much tissue behind the duct. In the attempt to apply clips to the cystic artery, the clip would come out in the folded form, never opening. The patient's condition was reported as fine.